Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-left anterior descending artery (mlad). After the guide wire crossed the lesion, dilatation was performed with non bsc balloon, but indentation remained. Dilatation was performed again with a non-slip element balloon, but indentation still remained. Then a 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 3.0mmx15mm non-bsc balloon. No patient complications were reported and the patient's status was good.